Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an intermittently responsive down button. The blood glucose reading was 86 mg/dl. No significant events leading to the keypad issues were observed. He noted that at night he would try to turn the light on and now it would not work. Advised replacement of the insulin pump. The customer declined to return his device for analysis until he found out his options. Nothing further reported.